Event description:
Boston scientific received information that the right atrial lead and this right ventricular lead were reversed in the header of the cardiac resynchronization therapy defibrillator (crt-d), resulting in hospitalization due to a worsening heart failure condition. Surgical intervention was performed to correctly position the two leads in the header with no additional adverse patient effects reported.

Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.